Event description:
It was reported that the arctic sun device failed calibration error 80(water check time out - unable to reach calibration temperature). It was determined that the device had a failed mixing pump, they would replace the parts in house.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 2 (low flow). It was determined that the device had a failed circulation pump. It was reported that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). It was determined that the device had a failed mixing pump, they would replace the parts in house. Per review of work orders open for sn (B)(6), a second work order was created for a failed mixing pump. (B)(4). Both pumps will be replaced onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Arctic sun device failed calibration error 2 (low flow). It was determined that the device had a failed circulation pump. Arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). It was determined that the device had a failed mixing pump, they would replace the parts in house. Per review of work orders open for sn (B)(6), a second work order was created for a failed mixing pump. (B)(4). Both pumps will be replaced onsite. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this event is not an out-of-box failure and therefore is not manufacturing related. Corrections: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.